Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient was not showing up. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient being admitted through qs1 was not showing up in the myqlink or the med bank application. A technical support specialist (tss) reported that the integration issue was addressed by purging the queue on the qs/1 pharmacy management system side. The tss confirmed that once the queue purge was completed, patient records began flowing through the integration normally and the issue was resolved as expected. The system functioned as intended after the technical support specialist troubleshot the device.